Event description:
It was reported while stimulation was turned on the patient experienced a loss of efficacy which was "unrelated to stimulation therapy". The following symptoms were experienced; "difficulty walking, speech was getting worse and increased drooling". The symptoms started three days ago and there was no known accident or incident related to this complaint. The patient was at home and their status was unknown. The basic functionality of the patient programmer was reviewed. The programmer displayed it was on. It was also reported the patient had increased the settings in the last three days and it "still has not helped". Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 37085-60, lot# serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3389s-40, lot# v867003, implanted: 2012-(B)(6), product type lead product ID 3389s-40, lot# v750324, implanted: 2012-(B)(6), product type lead. (B)(4).